Event description:
A user facility submitted a repair request to the olympus service center, on the endoeye flex deflectable videoscope for pinhole in the bending section rubber. Upon inspection and testing of the customer returned device, dropping of tip component (including a rubber) was noticed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to holes in the curved rubber, leakage of the curved tube observed, curved rubber adhesive missing, scratches found on grip, scratches on right/left lever, scratches found on the up/down plate, scratches found on the right/left plate, scratches found on switch 3, scratches found on nigiri cover, scratches found on universal cord, scratches found on the light guide connector side of the universal cord, scratches observed on the video cable, scratches found on video connector, scratches found on the light guide connector, scratches on light guide cover glass surface, scratches found on video connector case, scratches on the up/down angle fixing lever (sp). The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to external factors or handling. Olympus will continue to monitor field performance for this device.